Event description:
Customer reported her blood glucose was at 43 mg/dl, while she was requesting assistance with activating the back light on her insulin pump. Customer declined to troubleshoot for the low blood glucose, stating that she and the insulin pump were fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.